Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line in this incident could not be determined. The reported gripper line break appears to be a secondary effect of the difficulty/resistance encountered during gripper line removal. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is being filed to report there was difficulty removing the gripper line and the gripper line broke. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) with mr grade of 4. The first clip was implanted successfully. The second clip delivery system (cds) was advanced to mitral valve and was deployed on the mitral valve leaflets without issue. However, the gripper line was difficult to remove and the gripper line broke. The cds was removed, the sleeve handle was pulled and the remaining gripper line could be removed. The clip remained secure on the leaflets. By the end of the procedure, two clips were implanted. Mr was reduced to 1. The patient is stable. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.